Manufacturer narrative:
Additional narrative: the complaint is being confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h363284). No definitive root cause could be determined based on the provided information. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.006 , synthes lot # h363284, supplier lot # h363284, release to warehouse date: 21nov2017, supplier: avalign technologies-nemcomed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set, it was observed that depth gauge was damaged. There was no known patient or hospital involvement. No surgical delay. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).